Manufacturer narrative:
A field service engineer (fse) was able to go onsite to evaluate the device. A patient circuit calibration, performance check, a dc power supply check and an alarm board check were performed, and all values were within parameters. All circuit boards were inspected for burnt components, and nothing was found. The power cord and main wiring were inspected for damaged or exposed wires, and nothing was found. The customer's reported issue was unable to be duplicated during the evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. Device manufacture date is unknown.

Event description:
It was reported that the device has been plugged and has electrical burns and smell. There is no physical damage nor burn marks on the unit. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.